Manufacturer narrative:
The reported event of lead break/high impedance was confirmed. Microscopic inspection of the return lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
The event date is estimated.

Event description:
It was reported the patient lost stimulation. Surgical intervention was undertaken to address the issue. During the procedure it was noted the lead was fractured at the anchor point. The lead was explanted and replaced resolving the issue.